Manufacturer narrative:
(B)(6). (B)(4). PMA 510(k): this part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584 was cleared in the united states.

Event description:
It was reported that the patient underwent bkp at th8 and 10 levels for multiple myeloma. During the surgery, a small amount of bone cement leaked outside of the vertebral body at th8. Cement was leaked from the lateral(right side) wall of the vertebral body at th8. The event did not extend the surgical time. Surgeon commented that the cement did not leak into the vein; it leaked a little due to the defect at the lateral wall of the vertebral body. No patient complications were reported.